Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the control iq software did not stop insulin delivery as intended. The customer declined to upload the pump data for further investigation and declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer reverted to an alternate form of insulin therapy. There was no reported impact to customer¿s blood glucose level.